Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis no physical damage. The customer's reported problem was not verified. No error code was recorded in the event log or in the pump. No issue was found with the function of the pump. Multiple "pump settings and patient data lost "messages were found recorded in the event log. Based on the event history log, the micro processor board will be replaced as a preventive measure.

Event description:
It was reported that the device gave an alarm with the message "error 41626". No known adverse effects to patient.